Event description:
It was reported that the catheter placed (B)(6) 2025 and the catheter burst, when patient went to check in rr it shot out, ended up in the emergency room. Date of event (B)(6) 2025. Emergency room doctor placed another catheter; there was a blood clot that developed patient noticed there was something wrong when there was no urine coming out. Date of event for 2nd catheter (B)(6) 2025 went to another emergency room when they removed the 2nd cath there were blood clots coming out. The emergency room doctor placed another cath, it was there for an almost a month until follow up with uro doctor (B)(6) 2025, in office the registered nurse removed deflated the balloon removed the catheter at which point whatever healing took place on bladder, ruptured and pt began to excessive bleeding. Registered nurse got the dr and some additional staff to get the bleeding under control. At which point another catheter was placed. Patient went to the emergency again on (B)(6) 2025 and the dr who saw them discovered that there was a yeast blockage upon switching out the catheter prescribed fluconazole( diflucan), patient was reporting that urine was flowing and clear.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley 165816 and lot number ngkn0387. Visual inspection of the sample noted that a blood mixture was clogged in the shaft and the bottom of catheter. Using the (in house) syringe attempt to inflate the catheter and leakage observed from the balloon rupture measuring (0.2410 in). The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: a, b, d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter placed on (B)(6) 2025 and the catheter burst, when patient went to check in rr it shot out, ended up in the emergency room. Date of event 10aug2025. Emergency room doctor placed another catheter; there was a blood clot that developed patient noticed there was something wrong when there was no urine coming out. Date of event for 2nd catheter (B)(6) 2025 went to another emergency room when they removed the 2nd cath there were blood clots coming out. The emergency room doctor placed another cath, it was there for an almost a month until follow up with uro doctor (B)(6) 2025, in office the registered nurse removed deflated the ballon removed the catheter at which point whatever healing took place on bladder, ruptured and pt began to excessive bleeding. Registered nurse got the dr and some additional staff to get the bleeding under control. At which point another catheter was placed. Patient went to the emergency again on (B)(6) 2025 and the dr who saw them discovered that there was a yeast blockage upon switching out the catheter prescribed fluconizole (diflucan), patient was reporting that urine was flowing and clear. Per customer follow up information received via email on 14nov2025, it was reported that the patient of urologist in (B)(6). They stated that in the thirty eight years of practice that they had never had a patient have a catheter ballon burst. So, they did not know that it should be reported. They read online that the company needs to know of the failure, so they contacted bard. They have the catheter with the failed ballon and could send it to them. The number on the catheter was 165816, a bardex 16. The impact of the burst ballon has been given in the paragraph below describing the consequent emergency room visits and md visit. They were not sure that any troubleshooting was involved, for no one could see or measure what was going on inside their bladder. Again, the paragraph from the contact person seems to have the details that are pertinent. The fact of pain and the trauma to their enlarged prostate are not mentioned. Their psa numbers should be lowering quite steadily but were still remaining high.